Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a revision surgery (date not reported) to exchange the abutment. During the surgical procedure it was discovered that the new abutment was not compatible with implanted fixture. A second revision surgery (date not reported) took place and a new abutment was placed successfully. The issue is resolved and the patient resumed use of device. The fixture remained in-situ at all times.